Event description:
False negative result(s). The customer stated that they "took a total of six of these tests all negative. Went to dr. %26 tested positive. Waste of money. Yes, I took a test before going to dr. So it was same day when I took one of the test."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.